Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The insulin has minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.